Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. The distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. (B)(4)

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was placed and there was inadequate sensing and pacing thresholds. The lead was placed in a different location and the helix would not extend. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.